Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable won't run. It was reported that the patient did not want to remove the cassette to attempt to resolve the alarm with support. No adverse patient effects were reported. Per reporter, no additional information is available at this time.